Event description:
Per the clinic, the patient experienced ear pain and fluid discharge with a diagnosis of suppurative otitis media around end on (B)(6) 2024 (specific date not reported). Five to six days later (specific date not reported), the patient experienced facial nerve paralysis, dizziness and subsequent performance decrement with the device and loss of sound. Hardware exchange, troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2024, and the patient was reimplanted with another cochlear device during the same surgery.